Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the right fork castor is stiff and not rotating and may be bent.